Event description:
A customer call to report a reader software update issue while using the adc device system. According to the customer they were unable to update the application on the adc reader and as a result the customer was unable to monitor their blood glucose. Subsequently the customer had a loss of consciousness and was provided spray in the mouth a non-hcp and eventually was capable of self-treating with coke. No further information was provided.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer call to report a reader software update issue while using the adc device system. According to the customer they were unable to update the application on the adc reader and as a result the customer was unable to monitor their blood glucose. Subsequently the customer had a loss of consciousness and was provided spray in the mouth a non-hcp and eventually was capable of self-treating with coke. No further information was provided.

Manufacturer narrative:
An extended investigation was performed for the freestyle libre 2 application and determined that there were no issues with the freestyle libre 2 application that would have led to the complaint. The user reported being unable to update their reader software. The reported issue was investigated and attempted to replicate and the reported issue had no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause of the issue as per the reported issue is associated with the reader rather than the freestyle libre 2 application. There is no malfunction with the customer's reported application. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.